Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced a shield activation issue, causing a needle stick injury. The following information was provided by the initial reporter: using the slbcs device the health care worker had a needlestick (while activating the slbcs device a needlestick occured) email received from the customer: an issue occurred during the activation of the safety mechanism of the needle (ref 367282, lot 18f28t1, expiry date 30/2020) following a blood collection in the gynecology department the safety system is blocked and the maneuver led to the needle stick of nurse's right index finger. The sample is not available but 5 needles from the same lot are available in the pharmacy. Samples will be available for analysis.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety mechanism failure and a needlestick with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to safety mechanism failure and a needlestick as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for safety mechanism failure and a needlestick with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced a shield activation issue, causing a needle stick injury. The following information was provided by the initial reporter: using the slbcs device the health care worker had a needlestick (while activating the slbcs device a needlestick occured). Email received from the customer: an issue occurred during the activation of the safety mechanism of the needle (ref (B)(4), lot 18f28t1, expiry date 30/2020) following a blood collection in the gynecology department the safety system is blocked and the maneuver led to the needle stick of nurse's right index finger. The sample is not available but 5 needles from the same lot are available in the pharmacy. Samples will be available for analysis.

Manufacturer narrative:
The lot number has been updated. The following information has been updated: medical device lot #: 18f28t1.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set experienced a shield activation issue, causing a needle stick injury. The following information was provided by the initial reporter: using the slbcs device the health care worker had a needlestick (while activating the slbcs device a needlestick occured). Email received from the customer: an issue occurred during the activation of the safety mechanism of the needle (ref (B)(4), lot 18f28t1, expiry date 30/2020) following a blood collection in the gynecology department the safety system is blocked and the maneuver led to the needle stick of nurse's right index finger. The sample is not available but 5 needles from the same lot are available in the pharmacy. Samples will be available for analysis.